Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Occurred in the beginning of a laparoscopic inguinal hernia repair procedure when trying to inflate the balloon. It would not inflate. The balloon did not blow up, the seal was broke or a hole was present. There was a hole in the balloon, the valve seal disengaged, the balloon did not inflate, the valve seal was damaged, and the balloon leaked gas / air. There was no rapid loss of abdominal pressure due to the issue. In order to resolve the issue and complete the case, used a new device. There was no patient harm. The patient status is alive, no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. The visual inspection of the returned product noted the obturator, dissector balloon, obturator, insufflation bulb and inflation syringe were not received. The trocar balloon, locking collar, valve seal appeared intact. A piece of the broken trocar balloon was received in a sample jar. The trocar balloon could not be inflated; a cut was observed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the broken trocar balloon may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.